Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt does not communicate with monitor) has been confirmed. Upon investigation, the electrode belt would not communicate with a monitor. The cause for the failure was isolated to an intermittent open yellow (pgnd) wire in the trunk cable. The root cause for the intermittent open wire was excessive force on the cable. No adverse event resulted from the intermittent open wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt does not communicate with a monitor